Event description:
When flushing the guidewire lumen of the balloon catheter, the saline solution leaked from the joint between the distal tip of the catheter and the catheter shaft. There were no kinks or bends noted with the catheter. The product was properly stored. There was no defect found on the outer box and sterile pouch. There was no mishandling of the product. The product was not clinically used. Another balloon catheter was used to continue the procedure. There was no injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.